Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm.

Event description:
A report was received that the patient experienced a loss of stimulation to the required areas. The patient underwent a lead explant procedure due to high impedances on damaged leads.

Event description:
A report was received that the patient experienced a loss of stimulation to the required areas. The patient underwent a lead explant procedure due to high impedances on damaged leads.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial #: (B)(4), batch/lot #: 15933239; serial #: (B)(4), batch/lot #: 16077505, description: splitter 2x8 kit-sterile. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 07:09 pm CT. The report number is being corrected from: 3006630150-2018-62348 to: 3006630150-2018-61990.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: n/I, serial #: n/I, description: n/I (click anchor). The complaint has been confirmed. Lead sc-2316-50, sn (B)(4). Analysis revealed that 2 cables were completely broken at the kinked location of the lead. The kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik site fracture locations. The lead body is kinked right after the lead exits the clik anchor and resulted in the reported complaint. Lead sc-2316-50, sn (B)(4), analysis found lead body was bent/kinked/damaged at the clik anchor site, 1 cm from the set screw mark. Xray inspection confirmed all cables were fractured. There are no exposed cables at the clik site fracture. The lead body is kinked right after the lead exits the clik anchor and resulted in the reported complaint. The returned splitters passed all required tests performed and exhibit normal device characteristics. The clik anchor was not returned to bsn. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 01/17/2019 06:07 pm CT. The report number is being corrected from: 3006630150-2019-00109 to: 3006630150-2018-61990

Event description:
A report was received that the patient experienced a loss of stimulation to the required areas. The patient underwent a lead explant procedure due to high impedances on damaged leads.